Event description:
It was reported that following a diagnostic cardiac catheterization and a right femoral artery angiography, the pt's right femoral artery puncture was closed with a 6f angio-seal vip closure device. The procedure was done under conscious sedation and the pt was given heparin during the procedure. The sheath had been withdrawn over the wire in the artery. It was that it was difficult to withdraw the device cap into final rear locked position. Ultimately, the device was withdrawn from the pt without achieving hemostasis. Hemostasis was achieved by manual compression. The pt had no hematoma and bleeding and was taken to the holding area. Upon arrival, the pt had two dorsalis pedis pulses and one pretibial pulse bilaterally. Approximately fifty-five minutes later, the pt reported some numbness and pulses were nonpalpable. There were no doppler pulses; however, there was some blanching below the ankle. The pt reported numbness halfway down the tibia. Surgery was performed to correct the right superficial femoral artery occlusion. A right common femoral artery cut down was performed with a superficial femoral artery iliac artery embolectomy. The angio-seal was removed from inside the artery. Surgical repair was performed which included a saphenous vein patch angioplasty of the distal popliteal artery and the proximal tibioperoneal trunk, anterior tibial artery orifice. At the end of the procedure, the pulses were palpable at the dorsalis pedis in the foot. There was also a doppler signal at the peroneal in the distal lower leg. The angiogram done during the removal of the device showed moderate superficial femoral artery disease with the artery open all the way to the popliteal. The pt was admitted to the ICU.

Manufacturer narrative:
No product was returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal instruction for use (IFU) caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The IFU state should ischemic symtpoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.